Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted system controller log file confirmed the reported low speed/pump stoppage events associated with low flow alarms and elevations in pump power; however, a specific cause for the abnormal pump operation could not be conclusively determined through this evaluation. The submitted system controller log file showed that multiple low speed events and pump stoppages were captured the early morning of (B)(6) 2020 between 12:04 am and 5:28 am. The abnormal pump operation was associated with low speed advisory/hazard alarms and low flow hazard alarms as well as significant elevations in pump power peaking at 21.6 watts. All of the atypical low speed events and pump stoppages recorded in the submitted log file data occurred while the system was connected to the power module and appeared consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. A distal end driveline replacement was performed (B)(6) 2020 and approximately 18.5 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the replaced portion of the driveline in its returned condition revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Visual inspection of the outer silicone sleeve and underlying clear bionate layer showed no evidence of damage. Multiple areas of moderate breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with almost 3 years of use. Visual inspection of the underlying wires found them to be unremarkable. Microscopic inspection of the wires revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. Following the distal end driveline replacement, the patient remained ongoing on (B)(6) with no further issues reported. Heartmate ii lvas IFU: section 6 "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 4 "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. The patient handbook also provides instructions in the event the pump stops in section 8 ¿handling emergencies¿. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a physicians assistant was contacted by the nursing staff that the patient was having low flow alarms. There was concern for suction events as the vad speed would decrease for no more than a few seconds at and ramp back up all within less than 5 seconds. At that time power went from the low 6's w to mid 7's w during the event and back down after full speed and flow restored. Mean arterial pressures (maps) during the events where in the low 90's and patient remained asymptomatic. Another call was received around 4:39 am from the nursing staff to inform that the patient had subsequent episodes but this time more sustained. The patient had low flow and at one point vad monitor read "pump off". Nursing auscultated the chest and could not appreciate vad hum. Immediate troubleshooting was initiated and patient taken off wall power back to battery and controller switched to back up at which point vad speed and flows restored. Nursing attempted to reconnect to monitor and interrogate and vad once again read "pump off". Patient was immediately returned to battery with restoration of speed and flow. During the event maps got as low as 30 on one read according to nursing and patient felt dizzy but never had altered mental status or lost of consciousness. After flow restored maps improved into the 90's and dizziness resolved. Patient was left on battery power via back up controller. The log file captured speed drops less than the low speed limit and pump stoppages on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. The patient was currently admitted and was on a hospital owned power module. Images of the percutaneous lead were sent. The percutaneous lead images were unremarkable. Technical services were on site on (B)(6) 2020 and performed driveline repair. The splice was started approximately 3 inches from the exit. Approximately 22 inches on the driveline was replaced. There were no immediate alarms after the repair when attached to the regular patient cable.